Manufacturer narrative:
Device power up properly after battery installation. Device passed displacement test. Device received with unexpected battery power loss shown in power graph and had high active current and high sleep current due to corroded battery tube and corroded electronic assemblies. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display and not able to turn on again. The customer blood glucose level was 9 mmol/l. It was also reported that battery cap was not loose, cracked or damaged. It was also reported insulin pump also received replace battery now alarm with low battery alert prior to it. The insulin pump will be returned for analysis.